Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tunneler, one cath-lock, one vein pick and one guidewire in guidewire hoop were returned for evaluation. Visual, microscopic, tactual, functional, and dimensional evaluations were performed. The investigation can be confirmed for the identified deformation, fracture and stretching issues as the outer coil and flat core wire were both found to be bent and the flat core wire was protruding from the outer coil. However, the investigation is inconclusive for the reported failure to advance and difficult to remove issues as exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck in the introducer needle and could not be removed from the introducer needle. The guidewire and the introducer needle were removed together and damage was found on the removed guidewire. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck in the introducer needle and could not be removed from the introducer needle. The guidewire and the introducer needle were removed together and damage was found on the removed guidewire. There was no reported patient injury.